Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of dysmenorrhoea, systemic lupus erythematosus ("lupus/systemic lupus erythematosus (sle)"), reynold's syndrome ("reynaud's disease") and polyarthritis ("inflammatory polyarthritis") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient's age is (B)(6) year old. Concurrent conditions included visual disturbance and allergy to metals. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 2 months 25 days after insertion of essure, the patient experienced carpal tunnel syndrome ("bilateral carpal tunnel syndrome") and patellofemoral pain syndrome ("bilateral chondromalacia of patella"). On (B)(6) 2014, the patient experienced overlap syndrome ("overlap syndrome"). On (B)(6) 2015, the patient experienced the first episode of musculoskeletal discomfort ("musculoskeletal discomfort"). On (B)(6) 2015, the patient experienced vaginal infection ("vaginitis") with vulvovaginal pruritus. In 2015, the patient experienced menstruation delayed ("missed period"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant) with synovitis, reynold's syndrome (seriousness criterion medically significant), polyarthritis (seriousness criterion medically significant), vaginal discharge ("vaginal discharge/green vaginal discharge"), pain in extremity ("arm, hand and leg pain/right heel pain"), arthralgia ("knee pain/pain and popping in both knees, particularly with flexion, and pain in both wrists/ left elbow joint pain/elbow limitation"), the first episode of joint swelling ("swelling/ankle swelling"), hypoaesthesia ("numbness/hand numbness"), amenorrhoea ("amenorrhea"), paraesthesia ("bilateral tingling in her arms from the shoulder to fingers"), muscular weakness ("weakness in her arms in the morning that made making phone calls, typing, and writing difficult"), gait disturbance ("difficulty walking in the morning"), dizziness ("dizziness"), headache ("headache"), the second episode of joint swelling ("ankle swelling"), the second episode of musculoskeletal discomfort ("musculoskeletal discomfort") and hypomenorrhoea ("periods were light and watery"). The patient was treated with acetylsalicylic acid (aspirin), hydroxychloroquine, azithromycin (z-pak), vicodin (hydrocodone w/acetaminophen), metronidazole (metrogel), prednisone, methotrexate, sulindac (clinoril), amoxicillin, fluconazole (diflucan) and surgery (bilateral salpingectomy and essure removal). Essure was removed in (B)(6) 2017. At the time of the report, the dysmenorrhoea, systemic lupus erythematosus, pain in extremity, arthralgia, hypoaesthesia, amenorrhoea, paraesthesia, muscular weakness, gait disturbance, dizziness, headache, the last episode of joint swelling, the last episode of musculoskeletal discomfort, vaginal infection, menstruation delayed and hypomenorrhoea had not resolved, the reynold's syndrome, carpal tunnel syndrome, patellofemoral pain syndrome and overlap syndrome outcome was unknown and the polyarthritis and vaginal discharge was resolving. The reporter considered amenorrhoea, arthralgia, carpal tunnel syndrome, dizziness, dysmenorrhoea, gait disturbance, headache, hypoaesthesia, hypomenorrhoea, menstruation delayed, muscular weakness, overlap syndrome, pain in extremity, paraesthesia, patellofemoral pain syndrome, polyarthritis, reynold's syndrome, systemic lupus erythematosus, vaginal discharge, vaginal infection, the first episode of joint swelling, the first episode of musculoskeletal discomfort, the second episode of joint swelling and the second episode of musculoskeletal discomfort to be related to essure. The reporter commented: doctor's impression at the time of patient's joint pain included bilateral carpal tunnel syndrome and bilateral chondromalacia of the patella, she was referred to a hand therapist and physical therapist. Noting plaintiff positive rheumatoid factor, doctor¿s assessment at this time included a new onset of inflammatory polyarthritis, doctor also hoped to rule out overlap syndrome. She has not been tested for a nickel allergy, but cannot wear fake jewelry, which often has nickel in it, because it causes skin irritations and pain. Essure devices remain surgically implanted in plaintiff and she continues to experience a combination of the above symptoms. Plaintiff was actively investigating her options regarding removal of the devices. Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: positive; hysterosalpingogram - on (B)(6) 2014: complete occlusion noted in both fallopian tubes; rheumatoid factor - on an unknown date: 22.4. Most recent follow-up information incorporated above includes: on 16-oct-2018: legal complaints received. The case became incident. New events added- bilateral carpal tunnel syndrome, bilateral chondromalacia of patella, overlap syndrome, musculoskeletal discomfort and reynaud's disease. Event verbatim was updated as swelling/ankle swelling and pt was updated as joint swelling. Treatment drug added. Event outcome of vaginal itching, vaginal discharge/green vaginal discharge, inflammatory polyarthritis was updated as recovering/resolving. Essure removal date added. Concomitant condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') and systemic lupus erythematosus ('lupus/ systemic lupus erythematosus (sle) / auto- immune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient's age is 46-year old. Concurrent conditions included visual disturbance and nickel sensitivity. Concomitant products included anesthetics. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced carpal tunnel syndrome ("bilateral carpal tunnel syndrome") and patellofemoral pain syndrome ("bilateral chondromalacia of patella"), 2 months 25 days after insertion of essure. On (B)(6) 2014, the patient experienced overlap syndrome ("overlap syndrome"). On (B)(6) 2015, the patient experienced the first episode of musculoskeletal discomfort ("musculoskeletal discomfort"). On (B)(6) 2015, the patient experienced vaginal infection ("vaginitis") with vulvovaginal pruritus. In 2015, the patient experienced menstruation delayed ("missed period"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant) with synovitis, reynold's syndrome ("reynaud's disease"), polyarthritis ("inflammatory polyarthritis"), vaginal discharge ("vaginal discharge/ green vaginal discharge"), pain in extremity ("arm, hand and leg pain/ right heel pain"), arthralgia ("knee pain/ pain and popping in both knees, particularly with flexion, and pain in both wrists/ left elbow joint pain/elbow limitation"), the first episode of joint swelling ("swelling/ankle swelling"), hypoaesthesia ("numbness/ hand numbness"), amenorrhoea ("amenorrhea"), paraesthesia ("bilateral tingling in her arms from the shoulder to fingers"), muscular weakness ("weakness in her arms in the morning that made making phone calls, typing, and writing difficult"), gait disturbance ("difficulty walking in the the morning"), dizziness ("dizziness"), headache ("headache"), the second episode of joint swelling ("ankle swelling"), the second episode of musculoskeletal discomfort ("musculoskeletal discomfort"), hypomenorrhoea ("periods were light and watery"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with acetylsalicylic acid (aspirin), amoxicillin, azithromycin (z-pak), fluconazole (diflucan), hydroxychloroquine, methotrexate, metronidazole (metrogel), prednisone, sulindac (clinoril) and surgery (bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, systemic lupus erythematosus, pain in extremity, arthralgia, hypoaesthesia, amenorrhoea, paraesthesia, muscular weakness, gait disturbance, dizziness, headache, the last episode of joint swelling, the last episode of musculoskeletal discomfort, vaginal infection, menstruation delayed and hypomenorrhoea had not resolved, the reynold's syndrome, carpal tunnel syndrome, patellofemoral pain syndrome, overlap syndrome, pelvic pain, genital haemorrhage and hypersensitivity outcome was unknown and the polyarthritis and vaginal discharge was resolving. The reporter considered amenorrhoea, arthralgia, carpal tunnel syndrome, dizziness, dysmenorrhoea, gait disturbance, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, hypomenorrhoea, menstruation delayed, muscular weakness, overlap syndrome, pain in extremity, paraesthesia, patellofemoral pain syndrome, pelvic pain, polyarthritis, reynold's syndrome, systemic lupus erythematosus, vaginal discharge, vaginal infection, the first episode of joint swelling, the first episode of musculoskeletal discomfort, the second episode of joint swelling and the second episode of musculoskeletal discomfort to be related to essure. The reporter commented: doctor's impression at the time of patient's joint pain included bilateral carpal tunnel syndrome and bilateral chondromalacia of the patella, she was referred to a hand therapist and physical therapist. Noting plaintiff positive rheumatoid factor, doctor¿s assessment at this time included a new onset of inflammatory polyarthritis, doctor also hoped to rule out overlap syndrome. She has not been tested for a nickel allergy, but cannot wear fake jewelry, which often has nickel in it, because it causes skin irritations and pain. Essure devices remain surgically implanted in plaintiff and she continues to experience a combination of the above symptoms. Plaintiff was actively investigating her options regarding removal of the devices. Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: results: positive. Hysterosalpingogram - on (B)(6) 2014: results: complete occlusion noted in both fallopian tubes. Rheumatoid factor - on an unknown date: results: 22.4. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea'), systemic lupus erythematosus ('lupus/ systemic lupus erythematosus (sle) / auto- immune disorder'), reynold's syndrome ('reynaud's disease') and polyarthritis ('inflammatory polyarthritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient's age is 46-year old. Concurrent conditions included visual disturbance and nickel sensitivity. Concomitant products included anesthetics. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced carpal tunnel syndrome ("bilateral carpal tunnel syndrome") and patellofemoral pain syndrome ("bilateral chondromalacia of patella"), 2 months 25 days after insertion of essure. On (B)(6) 2014, the patient experienced overlap syndrome ("overlap syndrome"). On (B)(6) 2015, the patient experienced the first episode of musculoskeletal discomfort ("musculoskeletal discomfort"). On (B)(6) 2015, the patient experienced vaginal infection ("vaginitis") with vulvovaginal pruritus. In 2015, the patient experienced menstruation delayed ("missed period"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant) with synovitis, reynold's syndrome (seriousness criterion medically significant), polyarthritis (seriousness criterion medically significant), vaginal discharge ("vaginal discharge/ green vaginal discharge"), pain in extremity ("arm, hand and leg pain/ right heel pain"), arthralgia ("knee pain/ pain and popping in both knees, particularly with flexion, and pain in both wrists/ left elbow joint pain/elbow limitation"), the first episode of joint swelling ("swelling/ankle swelling"), hypoaesthesia ("numbness/ hand numbness"), amenorrhoea ("amenorrhea"), paraesthesia ("bilateral tingling in her arms from the shoulder to fingers"), muscular weakness ("weakness in her arms in the morning that made making phone calls, typing, and writing difficult"), gait disturbance ("difficulty walking in the morning"), dizziness ("dizziness"), headache ("headache"), the second episode of joint swelling ("ankle swelling"), the second episode of musculoskeletal discomfort ("musculoskeletal discomfort"), hypomenorrhoea ("periods were light and watery"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with acetylsalicylic acid (aspirin), amoxicillin, azithromycin (z-pak), fluconazole (diflucan), hydroxychloroquine, methotrexate, metronidazole (metrogel), prednisone, sulindac (clinoril) and surgery (bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, systemic lupus erythematosus, pain in extremity, arthralgia, hypoaesthesia, amenorrhoea, paraesthesia, muscular weakness, gait disturbance, dizziness, headache, the last episode of joint swelling, the last episode of musculoskeletal discomfort, vaginal infection, menstruation delayed and hypomenorrhoea had not resolved, the reynold's syndrome, carpal tunnel syndrome, patellofemoral pain syndrome, overlap syndrome, pelvic pain, genital haemorrhage and hypersensitivity outcome was unknown and the polyarthritis and vaginal discharge was resolving. The reporter considered amenorrhoea, arthralgia, carpal tunnel syndrome, dizziness, dysmenorrhoea, gait disturbance, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, hypomenorrhoea, menstruation delayed, muscular weakness, overlap syndrome, pain in extremity, paraesthesia, patellofemoral pain syndrome, pelvic pain, polyarthritis, reynold's syndrome, systemic lupus erythematosus, vaginal discharge, vaginal infection, the first episode of joint swelling, the first episode of musculoskeletal discomfort, the second episode of joint swelling and the second episode of musculoskeletal discomfort to be related to essure. The reporter commented: doctor's impression at the time of patient's joint pain included bilateral carpal tunnel syndrome and bilateral chondromalacia of the patella, she was referred to a hand therapist and physical therapist. Noting plaintiff positive rheumatoid factor, doctor¿s assessment at this time included a new onset of inflammatory polyarthritis, doctor also hoped to rule out overlap syndrome. She has not been tested for a nickel allergy, but cannot wear fake jewelry, which often has nickel in it, because it causes skin irritations and pain. Essure devices remain surgically implanted in plaintiff and she continues to experience a combination of the above symptoms. Plaintiff was actively investigating her options regarding removal of the devices. Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: results: positive. Hysterosalpingogram - on (B)(6) 2014: results: complete occlusion noted in both fallopian tubes. Rheumatoid factor - on an unknown date: results: 22.4. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received : new event added pelvic pain female , abnormal bleeding , hypersensitivity symptom. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') and systemic lupus erythematosus ('lupus/ systemic lupus erythematosus (sle) / auto- immune disorder') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient's age is 46-year old. Concurrent conditions included visual disturbance, nickel sensitivity, paratubal cyst and rheumatoid arthritis. Concomitant products included anesthetics and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced carpal tunnel syndrome ("bilateral carpal tunnel syndrome") and patellofemoral pain syndrome ("bilateral chondromalacia of patella"), 2 months 25 days after insertion of essure. On (B)(6) 2014, the patient experienced overlap syndrome ("overlap syndrome"). On (B)(6) 2015, the patient experienced the first episode of musculoskeletal discomfort ("musculoskeletal discomfort"). On (B)(6) 2015, the patient experienced vaginal infection ("vaginitis") with vulvovaginal pruritus. In 2015, the patient experienced menstruation delayed ("missed period"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant) with synovitis, reynold's syndrome ("reynaud's disease"), polyarthritis ("inflammatory polyarthritis"), vaginal discharge ("vaginal discharge/ green vaginal discharge"), pain in extremity ("arm, hand and leg pain/ right heel pain"), arthralgia ("knee pain/ pain and popping in both knees, particularly with flexion, and pain in both wrists/ left elbow joint pain/elbow limitation"), the first episode of joint swelling ("swelling/ankle swelling"), hypoaesthesia ("numbness/ hand numbness"), amenorrhoea ("amenorrhea"), paraesthesia ("bilateral tingling in her arms from the shoulder to fingers"), muscular weakness ("weakness in her arms in the morning that made making phone calls, typing, and writing difficult"), gait disturbance ("difficulty walking in the the morning"), dizziness ("dizziness"), headache ("headache"), the second episode of joint swelling ("ankle swelling"), the second episode of musculoskeletal discomfort ("musculoskeletal discomfort"), hypomenorrhoea ("periods were light and watery"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with acetylsalicylic acid (aspirin), amoxicillin, azithromycin (z-pak), fluconazole (diflucan), hydroxychloroquine, methotrexate, metronidazole (metrogel), prednisone, sulindac (clinoril) and surgery (bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, systemic lupus erythematosus, pain in extremity, arthralgia, hypoaesthesia, amenorrhoea, paraesthesia, muscular weakness, gait disturbance, dizziness, headache, the last episode of joint swelling, the last episode of musculoskeletal discomfort, vaginal infection, menstruation delayed and hypomenorrhoea had not resolved, the reynold's syndrome, carpal tunnel syndrome, patellofemoral pain syndrome, overlap syndrome, pelvic pain, genital haemorrhage and hypersensitivity outcome was unknown and the polyarthritis and vaginal discharge was resolving. The reporter considered amenorrhoea, arthralgia, carpal tunnel syndrome, dizziness, dysmenorrhoea, gait disturbance, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, hypomenorrhoea, menstruation delayed, muscular weakness, overlap syndrome, pain in extremity, paraesthesia, patellofemoral pain syndrome, pelvic pain, polyarthritis, reynold's syndrome, systemic lupus erythematosus, vaginal discharge, vaginal infection, the first episode of joint swelling, the first episode of musculoskeletal discomfort, the second episode of joint swelling and the second episode of musculoskeletal discomfort to be related to essure. The reporter commented: doctor's impression at the time of patient's joint pain included bilateral carpal tunnel syndrome and bilateral chondromalacia of the patella, she was referred to a hand therapist and physical therapist. Noting plaintiff positive rheumatoid factor, doctor¿s assessment at this time included a new onset of inflammatory polyarthritis, doctor also hoped to rule out overlap syndrome. She has not been tested for a nickel allergy, but cannot wear fake jewelry, which often has nickel in it, because it causes skin irritations and pain. Essure devices remain surgically implanted in plaintiff and she continues to experience a combination of the above symptoms. Plaintiff was actively investigating her options regarding removal of the devices. Right coils 2-3 left coils 2-3. Discrepancy noted in explant date (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: results: positive. Hysterosalpingogram - on (B)(6) 2014: results: complete occlusion noted in both fallopian tubes. Rheumatoid factor - on an unknown date: results: 22.4. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jun-2021: mr received. Reporter information, patient's date of birth,medical history, concomitant drug and reporter causality comment added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.